Event description:
It was reported that the height locking set screw of a capri small expandable cage would not "torque out" during implantation. The surgeon removed the height locking set screw from the cage and then replaced it with a back-up height locking set screw but the same issue persisted. The surgeon then removed and replaced the cage with a back-up device. There were no adverse consequences to the patient and the procedure was completed successfully with a 10-minute surgical delay. This report captures the back-up height locking set screw.

Manufacturer narrative:
The height locking set screw showed significant deformation. The threads of the screw were dented and severely stripped. The top of the screw and hex grooves were dented and scratched. For functional testing, a new height screw that properly functioned with unused cages was tested with the returned corpectomy cage; the screw would not advance through the threads in the cage housing. The threads in the cage housing did not display obvious deformation, but functional testing indicates the threads in the cage housing were deformed and would not align with the screw. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history records were reviewed for this catalog number, a similar complaint was identified. The rep reported they believed that the surgeon had cross-threaded the screw and deformed the threads with force. The most likely root cause is cross-threading of the height set screw. The screw was likely cross-threaded and the threads of both the screw and the cage housing were deformed through the subsequent application of force.

Event description:
It was reported that the height locking set screw of a capri small expandable cage would not "torque out" during implantation. The surgeon removed the height locking set screw from the cage and then replaced it with a back-up height locking set screw but the same issue persisted. The surgeon then removed and replaced the cage with a back-up device. There were no adverse consequences to the patient and the procedure was completed successfully with a 10-minute surgical delay. This report captures the back-up height locking set screw.